Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The initial reporter's phone number that was provided is (B)(6). The initial reporter's fax number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected, there was a leak around the foley catheter funnel branching part.

Event description:
It was reported that when sterile water was injected, there was a leak around the foley catheter funnel branching part.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Visual inspection noted a break in the catheter shaft measuring (0.0990"). The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.